Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. Additional information is pending and will be sent in upon 30 days after receipt.

Manufacturer narrative:
During the recovery process of an angioguard 6mm x 180cm rapid exchange (rx) emboli capture guidewire system, it was found that the angioguard cannot be recovered into the sheath. There was resistance encountered with the filter basket not being appropriately captured by the capture sheath. There was debris in the filter basket after removal. The device was stored in the cath lab for two weeks. The product was stored, handled, and prepped according to the instructions for use (IFU). The angioguard was sized larger than the vessel as instructed in the IFU. There was no difficulty experienced when removing the catheter from its packaging. There was no unusual force used at any time during the procedure. The device did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the device towards the lesion. There was sufficient space allowed between the lesion and the filter basket to prevent interaction between devices. There was no difficulty or resistance noted while crossing the lesion with the device. There was no unusual force used at any time during the procedure. The target lesion was carotid artery, with eighty percent stenosis. The device was not used for a chronic total occlusion (cto). The angioguard was successfully removed. Another angioguard was used to complete the procedure. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 35261709 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿capture system~ capture difficulty - unable to¿ could not be confirmed and the exact root cause could not be determined. Procedural and or handling factors such as vessel characteristics (although unknown) and the user¿s interaction with the device during the recovery process may have led to the reported event. According to the instructions for use ¿load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile. Open the hemostasis valve to allow the angioguard rx emboli capture guidewire free movement and reduce the likelihood of damage during removal. Remove the device by simultaneously pulling the guidewire and capture sheath through the guiding catheter or interventional sheath introducer, and out of the hemostasis valve as a single unit. Care should be taken when pulling the basket through the open hemostasis valve, to avoid potential release of captured emboli.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6,h2, h3 and h6 have been updated accordingly. During the angioguard rapid exchange (rx) 6mm x 180cm embolic capture guidewire system recovery process, it was found that the angioguard cannot be recovered into the sheath. There was resistance encountered with the filter basket not being appropriately captured by the capture sheath. There was debris in the filter basket after removal. The device was stored in the cath lab for two weeks. The product was stored, handled, and prepped according to the instructions for use (IFU). The angioguard was sized larger than the vessel as instructed in the instructions for use (IFU). There was no difficulty experienced when removing the catheter from its packaging. There was no unusual force used at any time during the procedure. The device did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the device towards the lesion. There was sufficient space allowed between the lesion and the filter basket to prevent interaction between devices. There was no difficulty or resistance noted while crossing the lesion with the device. There was no unusual force used at any time during the procedure. The target lesion was carotid artery, with eighty percent stenosis. The device was not used for a chronic total occlusion (cto). The angioguard was successfully removed. Another angioguard was used to complete the procedure. There was no reported patient injury. The device was returned for analysis. One non-sterile unit of angioguard ¿angioguard rx 6.00mm 180¿ was received inside of a clear plastic bag. The device was unpacked from the pouch in order to perform the product evaluation. The components returned included in the shipping were one delivery sheath with the ecgw system and the torque device. The rest of the parts were not returned for analysis. The filter basket was received in a deployed condition. In addition, an unzipped condition was found from 32 to 53 cm from the distal tip. The filter basket area was magnified with a vision system to perform the evaluation. As a result of this inspection no anomalies or damages were observed neither on the filter struts nor on the membrane walls. Functional analysis could not be performed due to the returned condition of the device. A product history record (phr) review of lot 35261709 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system capture difficulty - unable to¿ was not confirmed, since an unzipped condition was observed on the returned device, in addition, no functional test could be performed since the capture sheath was not returned for analysis. The exact cause of the observed condition could not be conclusive determined during the analysis. According to the instructions for use (IFU) ¿the filter basket is used for trapping emboli during coronary, carotid, and peripheral procedures. It consists of a thin, porous membrane supported by a fine metal skeleton. In the collapsed state, the filter basket has a very low profile. To exchange an angioguard rx emboli capture guidewire system that has captured its capacity of emboli: remove all interventional devices from the angioguard rx emboli capture guidewire. Prep the capture sheath as outlined in the preparations for use section, step 14 of section ix. Load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile.¿ it is reasonable to consider that the user¿s interaction with the device during use as well as vessel characteristics of an eighty percent stenosed carotid artery may have led to the reported event. Additionally, the user may or may have not been aware that the device maintains a low profile during the capture process as stated in the instructions for use. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot# 35261709 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, during the 6mm 180cm angioguard rapid exchange (rx) emboli capture guidewire system recovery process, it was found that the angioguard cannot be recovered into the sheath. There was resistance encountered with the filter basket not being appropriately captured by the capture sheath. There was debris in the filter basket after removal. There was no reported patient injury. The device was stored in the cath lab for two weeks. The product was stored, handled and prepped according to the instructions for use (IFU). The angiogard was sized larger than the vessel as instructed in the IFU. There was no difficulty experienced when removing the catheter from its packaging. There was no unusual force used at anytime during the procedure. The device did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the device towards the lesion. There was sufficient space allowed between the lesion and the filter basket to prevent interaction between devices. There was no difficulty or resistance noted while crossing the lesion with the device. There was no unusual force used at anytime during the procedure. The target lesion was carotid artery, with eighty percent stenosis. The device was not used for a chronic total occlusion (cto). The angioguard was successfully removed. Another angioguard was used to complete the procedure. The device is expected to be returned for analysis.